Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose was 600 mg/dl. The customer stated that they were experiencing symptoms of nausea and feels like a heart attack. The customer was admitted to the hospital on (B)(6) 2015. Customer was treated with IV drip of pain meds, and insulin injections. The customer declined to continue troubleshooting and customer was advised to monitor blood glucose and call back if issues persist.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.